Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer carried out a pump reset with assistance from technical support and was advised to continue using the pump while monitoring for recurring malfunction codes.